Event description:
It was reported that during a gyn procedure, when the device was removed, it burnt through the tech's gown and felt a minor burn on her arm.

Manufacturer narrative:
Information anticipated, but unavailable at this time.